Manufacturer narrative:
The initial MDR 2247117-2017-00137 was filed on 04-dec-2017. Additional information (12-dec-2017): a siemens headquarters support center specialist further reviewed the event data and concluded that the poor dispensing of the pipettes may have contributed to the discordant human chorionic gonadotropin result. The issue resolved after the service repair.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse verified proper functioning of the spin motor speeds for both spinners, position of the pipettes over the beads at the test point, dispense volumes from the water and substrate pumps, status of the detent gasket, luminometer baffles and cups, incubator shaker bars, incubator cup travel mechanism, tube lifter mechanism positions, dual resolution dilutors and alignments, grounding brush continuity, and vacuum pump. The cse found poor dispensing of the pipettes. The cse ran water test and there was no contamination. Adjustments and quality controls were run, which were acceptable. The reagent and sample pipette probes were replaced and the issue resolved. A siemens headquarters support center (hsc) specialist reviewed the event data and stated that immulite hcg is a sandwich assay, discordant results are often caused by insufficient spin or washing. The hsc specialist reviewed the instrument data and found no reagent level sense issues. The errors that were seen in the instrument data showed no potential cause for the discordant result. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate platform, resulting lower than the initial result. The sample was then repeated on the same instrument, also resulting lower than the initial result and matching the result obtained on the alternate platform. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.